Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that impedance measurements during a follow-up confirmed lead fracture. The lead was replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a ligature mark 24 cm distal to the is-1 connector pin. In this region the conductor coil and insulation were found squeezed and damaged, which is assumed to be the root cause of the reported clinical observations. The above-mentioned damages probably occurred from a tight suture sleeve. Furthermore, the fixation helix and the conductor coil (approximately 3 cm proximal to the lead tip) were found bent. These deformations most likely resulted from the explantation procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.